Event description:
Info received indicates both head siderails were not locking.

Manufacturer narrative:
The technician found the pivot arm of the siderail was tight and would not engage into the latch position normally. The technician lubricated the pivots to repair the bed.